Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump had been changing the time and the date every two or three days. The customer's blood glucose at the time of the event was unk. In the alarm history of the device there were no delivery, low reservoir, bad battery, battery out limit, and motor error alarms, present. The customer stated that the loss was greater than three minutes within ten days, greater than nine minutes within thirty days. The customer was advised that this was a normal occurrence. Assistance was provided. The insulin pump passed the self test. Troubleshooting was performed for the motor error alarm. The customer's blood glucose was 363 mg/dl, which would be treated with manual injection. The customer stated that the insulin pump had been dropped in the restroom. The customer does not use the sensor feature. They were able to complete the rewind sequence. The discontinuation of the device was advised. Nothing further was reported.